Event description:
It was reported that the intra-aortic balloon (iab) "did not work". Further details were requested but have not been received. It was noted that the iab had been discarded. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete initial reporter name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).